Event description:
It was reported that during implant, the right ventricular (rv) lead had a good position but when attempting to extend the helix there was no extension seen under fluoroscopy with more than 25 rotations. It was noted that the lead was tested prior to implant on the table and required 12 rotations to fully extend helix and 18 to retract. The rv lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.